Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that there were six (6) screws, two (2) 65mm rods and six (6) locking caps originally implanted in the patient. The surgeon removed all 6 locking caps and the 2 rods. None of the screws were removed. He put 2 new screws above the existing screws and connected the entire construct.

Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for two (2) unknown rods. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown rods. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent lumbar spinal revision surgery on (B)(6) 2018 due to fusion and adjacent segment degeneration. Implants were originally implanted on an unknown date. Reportedly, implant was fixed with screws. Six locking caps and two 65mm rods were successfully removed. It is unknown if all or some of the screws were removed successfully. There was no surgical delay. The procedure was completed successfully. Patient outcome is unknown. (B)(4) captures the intra-operative events while (B)(4) captures the reason for the revision surgery (post-operative events). This report is for two (2) unknown rods. This is report 2 of 3 for (B)(4).